Event description:
The svc rep reported that the device is a few weeks old and all icons are lit, battery, warning and svc icon, device won't respond to the on/off button. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.